Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier and keyboard was not working. A field service engineer ran remote smart service power package and rebooted the device to resolve the issue. Further, the engineer tested the biometric identifier and keyboard and confirmed it was working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a bio ID scanner and keyboard was not working. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.